Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that there was no information for mitral insufficiency. The death was not considered to be device related. The device operated as expected. X-ray of driveline was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events as well as driveline fault alarms. Review of the submitted video and photos confirmed the report that the pump did not restart as well as damage to the outer jacket of the driveline. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these finding could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2025 through (B)(6) 2025. The fixed speed was set to 8800 revolutions per minute (rpm) with a low-speed limit of 8400 rpm. Driveline fault alarms were captured throughout the file. Multiple transient low speed events were captured between (B)(6) 2025 and (B)(6) 2025. Further low speed events, including multiple pump stops, were captured on (B)(6) 2025. These events occurred both while supported by battery power as well as by the power module. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. Review of the submitted photos of the patient¿s driveline confirmed two tears in the outer jacket. The underlying bionate layer was visible and appeared intact. Review of the submitted x-ray images did not reveal any obvious areas of damage to the driveline. Review of the submitted video showed an attempt to restart the pump using the ¿pump start¿ button on the clinical screen of the system monitor. The pump start command was not accepted and the pump remained off. Heartmate ii left ventricular assist system, serial number (B)(6), was not returned for evaluation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. B and the heartmate ii patient handbook rev. A, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, that may be associated with the use of the heartmate ii lvas, including death. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced yellow wrench alarm on system controller, the green arrows were not lighting on the controller. Log files were downloaded. A few minutes later red broken heart lit up. The system monitor did not connect with the pump. Reconnection of driveline to the system controller was performed. Also pressing buttons on the controller was performed. The controller was exchanged, and the pump reset did not work. Visible damage of driveline was noted. The patient was admitted to the intensive care unit (ICU) and stable at the time of report. The log captured 221 driveline fault alarms, and several low-speed advisories and pump stops between (B)(6) 2025. The alarms were occurring on both the mobile power unit (mpu) and on batteries, which indicated that there was a phase to phase short within the driveline that is affecting 2 or more wires. The combination of a phase to phase and driveline faults had been known to cause blown fuses within the controller that resulted in the controller entering backup mode. In this state, the controller screen was blank, and the green circle light-emitting diode (led) was half lit. Data could not be viewed on the system monitor when in this state. The patient was hemodynamically stable, and not on any inotrops at present time with left ventricular ejection fraction (lv ef) around 25%. X-ray of driveline was done and there was no sign of damage. The damage in the images appeared to be mostly cosmetic. Additionally, the cut by the exit site was too close for any intervention. There were no expectations yet for any interventions. It was later reported that the patient passed away due to acute pulmonary edema due to high-grade mitral insufficiency.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.